Event description:
During a laparoscopic procedure, upon removal of the device, the cannula broke in half into two pieces and fell into the pt. The surgeon was able to retrieve the pieces with no pt consequence reported.